Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that upon attempting to open product #(B)(4) it was observed that the packaging did not open properly. It was reported that the customer did not use the product, but opened a second product to use for the case.

Manufacturer narrative:
Lot, expiration date and manufacturing date updated. An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Visual evaluation was carried out on the returned product. The outer blister flange was cracked and remains attached to the blister. It appears that this component packaging was subjected to excessive/incorrect handling whereby the unit carton was compressed to the extent that the outer blister flange cracked under the compressive force it was subjected to. Medical records received and evaluation not performed as the event is related to a packaging issue. DHR review for the reported lot determined that the device was manufactured and packed to specification. Chr review determined that there were no similar events reported for the lot. Conclusions: visual inspection confirms a packaging issue which was identified upon opening of the reported device. It appears that this component packaging was subjected to excessive/incorrect handling whereby the unit carton was compressed to the extent that the outer blister flange cracked under the compressive force.

Event description:
It was reported that upon attempting to open product # 5510-f-801 it was observed that the packaging did not open properly. It was reported that the customer did not use the product, but opened a second product to use for the case.

Event description:
It was reported that upon attempting to open product # 5510-f-801, it was observed that the packaging did not open properly. It was reported that the customer did not use the product, but opened a second product to use for the case.